Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh and tvt (transvaginal tape) procedure performed on (B)(6) 2015. According to the complainant, during the anterior vaginal wall mesh procedure, grade 3b bladder injury occurred when the bladder cavity was removed. Subsequently, the injured part was repaired transvaginally under general anesthesia and anterior vaginal wall mesh was not completed due to this event. However, anterior wall formation and transvaginal tape procedures were reportedly completed.